Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va0f2fu, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a sudden shocking sensation that occurs when they are bathing. It was stated that the shocking takes place in the right 2nd toe and in the mouth, causing a tremor and drooling. The patient noted that they felt the wires protruding but not through the skin. Follow up with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they are allergic to "everything" and that the healthcare professional (hcp) should have tested them for allergies before giving them an injection for their leg pain. It was stated that their tremor sensation has been better but not all of it. They are waiting to see the family doctor on (B)(6) 2017 for follow up.

Event description:
Additional information received from the patient. The patient reported that the shocking, tremors, drooling, and lead protruding were due to a bad reaction to a botox injection. They were not aware of these possible side effects. The patient called their healthcare providers and the manufacturer, as well as used strategies from their speech therapist to help alleviate the symptoms and drooling. They also changed the batteries on their "remote" a couple times. The patient reported that their symptoms are half way resolved, with the tremors lasting more than the others.